Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed in the colon on (B)(6) 2020. According to the complainant, at the conclusion of the procedure, the balloon could not be deflated. Reportedly, the balloon and the scope were taken out from the patient together, and the catheter had to be cut in order to be removed from the scope. The endoscope was inserted again, and the procedure was then completed at this time. There were no patient complications reported as a result of this event.